Manufacturer narrative:
The cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a pump falling out of the left ventricle due to physician mistake. The pump could not re-cross the valve, therefore, was removed and replaced with a new impella.